Manufacturer narrative:
The reported complaint that the pump module did not alarm when there was air in the line was not replicated during testing. Inspection: an external and internal inspection was performed on the source pump module s/n (B)(6). The pump was received with instrument seal intact. The right (male) iui was observed to be in good condition. The left (female) iui was observed to be in good condition. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. There were no anomalies observed with the ail assembly. Log analysis results: the customer did not provide an event date but the issue was reported on (B)(6) 2020. The pcu and pcu logs were not returned for investigation. Review of the suspect pump module error log showed no recent errors. Review of the suspect pump module event log showed, prior to the issue being reported, the pump module was powered on and attached to pcu s/n (B)(6) on (B)(6) 2020 at 6:30:44 pm as channel a. The ail bolus limit was set at 250 l and accumulated air enabled. At 6:30:47 pm, a primary infusion was programmed and started at a rate of 100 ml/hr and vtbi of 800 ml. At 8:44:08 pm, the rate was changed to 50 ml/hr. At 8:50:20 pm, a secondary infusion was programmed and started at a rate of 125 ml/hr and vtbi of 250 ml. At 8:50:31 pm, the vtbi of the secondary infusion was changed to 265 ml. At 10:57:50 pm, the secondary infusion completed and transitioned to the primary infusion. On (B)(6) 2020 at 04:09:08 am, the device was channeled off. Test results: the source pump module was tested for ail alarms and found the air detection system operating within specification. Root cause: the proximate cause of the complaint that the pump did not alarm when there was air in line was suspected to be due to the air bolus being too small to trigger an alarm. Device history review: a review of the device history record showed the device had a manufacture date of 03/02/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text: device received with completed investigation.

Event description:
It was reported that the nurse noticed that the 8100 didn't alarm when there was an air in line. This was all of the information that was given at the time of report. There was no harm or adverse event to the patient.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the nurse noticed that the 8100 didn't alarm when there was an air in line. This was all of the information that was given at the time of report. There was no harm or adverse event to the patient.